Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump receiving an unspecified malfunction and the pump shutting down. Customer's blood glucose (bg) was 740 mg/dl. A manual injection was administered to address the bg. The customer declined to perform further troubleshooting. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.